Event description:
Patient underwent a spinal fusion in operating room 8 without complications. After the procedure was over, but before the patient left the operating room while the neuromonitoring needle electrodes were being removed from the patient, it was noted by the nurse and neurophysiologist that there was a pinpoint dermal discoloration on the right lateral and anterior thigh.physician notified.patient #2: after spinal fusion completed, while removing neuromonitoring electrodes, dermal discoloration noted on upper right thigh. Operating room 8.